Event description:
During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. The previous day the patient had a heart pump implanted for ECMO assistance. During the ablation procedure the patient was noted to be very unstable. The transseptal access was gained and mapping of the left ventricle was performed. During this time the patient had episodes of ventricular tachycardia that required cardioversion four times to restore sinus rhythm. Ablation was performed in the postero-lateral portion of the left ventricle and no additional tachycardias were induced. However, the patient became hypotensive. An ultrasound was performed, confirming a cardiac perforation in the apex of the left ventricle. Open heart surgery was performed to repair the perforation and the patient remains in critical condition, awaiting a heart transplant for previous co-morbidities. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.